Event description:
Customer reportedly received result of 23 mg/dl compact plus system 1 and result of 62 mg/dl compact plus system 2 within 10 minutes. Customer reported feeling shaky and weak with these results. Customer's wife gave him orange juice and cheese and crackers. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 20728345, expiration date 02/28/2012). Reference medwatch report (B)(6) for the suspect device used in system 2.